Event description:
The customer stated that he tested his blood glucose and rec'd readings in the 30-50 mg/dl using his breeze2 meter. He retested using another meter and rec'd readings from 121-140 mg/dl. The difference between the customer's readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.